Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. As noted on the usage sheet: "reason: patient fell and fractured pelvis. 50mm cup, 32d poly liner and 32 +5 metal head removed. No further information will be provided due to hospital policy." A 54mm shell, mdm liner, adm/ mdm insert, and biolox head with sleeve were implanted.